Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump experienced pump error on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned device for an alleged device error 38 found on july 17, 2022. Missing retainer ring. Unable to perform the displacement test and occlusion test. Device error 38 occurred during testing on (B)(6), 2022 at 12:26. Unable to perform rewind test, prime/seating test, basic occlusion test, and force sensor test due to device error 38. Device passed self test. Successfully downloaded history files and traces using thus. Device error 38 was found in the history files on the event date at 22:41:43.00. Device was cut open to perform visual inspection and found dried insulin on the motor slide, a corroded home switch, and moisture on electrical board 1, electrical board 2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: detached retainer, missing o-ring (reservoir tube), reservoir tube cracked, missing display window/cover, overlay scratched, cracked keypad overlay, scratched case, minor scratched lcd window. Missing/damaged retainer ring confirmed. Device error 38 confirmed during testing and in history files on november 8, 2022 at 12:26 and on the event date at 22:41:43.00 respectively. Exposed to moisture confirmed on electrical board 1, electrical board 2 and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.